Event description:
The reporter stated that during a spinal surgery procedure using the manta ray anterior cervical plate, the inferior fixed screws on the plate both pinned the retaining locking arm. The surgeon removed the screws and replaced them with rescue screws instead of the spares in the caddy. The surgery was completed successfully. There was no adverse outcome for the patient. The complaint screws were discarded in the operation room.

Manufacturer narrative:
As a result of integra's two year retrospective review, which is still ongoing, integra concluded that this medical device report should have been submitted at the time that the complaint was received. No device was available for evaluation; the failure of the locking arm is addressed in the failure modes and effects analysis (fmea) of the device design dossier. Integra considers this complaint investigation closed. Further incidents of this nature will be documented for recurrence and trending purposes.